Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded and missing modem flip door. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received an allegation that dreamstation bipap autosv. There was no harm or injury reported. The device has been returned to the third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found corrosion in device and the connector was completely destroyed. Also found was a missing modem flip door and there was no evidence of visible foam particles. There were secondary findings, but the complaint was not confirmed, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.